Event description:
Dr constructed a sling made of mesh to support bladder. Ended up in ER for bowel perforation. Part of colon had to be removed and now has colostomy. Removal of mesh occurred on (B)(6) 2011. Mesh was banding near the colon. Now due to extremely shortened vagina there is no possibility of future intercourse.